Manufacturer narrative:
The report of the autopulse platform (sn 20745) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The archive data was reviewed and confirmed the occurrence of ua 7 error messages on the reported event date of (B)(6) 2017. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damage. This observation is unrelated to the reported event. After replacement of the load cell and the damaged part, the device was further tested including the load characterization check and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user installed a new lifeband and exchanged to a new autopulse li-ion battery; however, was unable to clear the error message. The issue was observed during routine check. No patient involvement.